Manufacturer narrative:
Based on supplier investigation, device history record could not be reviewed as lot number provided was incorrect. Supplier reviewed records in the last 2 years, no abnormal situation was found. No sample was available for investigation. According to supplier, operating room towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suction machines have been installed in grey cloth rolling process, dyeing process, and cutting process. The suction process was added before product's final folding and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported shredding and excessive linting of blue operating room towels 28700-006 during a coronary angiogram. Towels were used wet to hold wire and catheter in place on table. All lint was removed from the wire and catheter with saline irrigation. There was no patient injury.